Manufacturer narrative:
Product analysis: analysis was able to confirm there was a deviation between the stylus and the cursor on the programmer screen. The touchscreen was calibrated and the software was re-installed and upgraded to the newest version. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a stylus failure with the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.